Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed red splotches, a blister and skin lesions under the lifevest equipment. It was reported that the patient is on blood thinners. The patient's physician advised cleaning skin lesions with warm soapy water, letting air dry one hour after shower, and taking lifevest off for another hour prior to bed. Follow up indicated that the skin irritation improved.